Event description:
Customer reported a low blood glucose of 40 mg/dl and she stated that she had slept through the alarms that night. She stated that the next morning she woke up on the floor with a bruise on her nose and bumped her head and that paramedics were called. She took six glucose tablets and when the paramedics arrived, the blood glucose reading was 47 mg/dl. She was treated at home with an IV drip. She stated that later that evening, the blood glucose was 548 mg/dl. She stated that the drive support cap appeared normal. She stated that the high blood glucose was resolved with a set change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.